Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. Their trial start date was on (B)(6) 2023. It was reported that the patient had to be hospitalized after the procedure as they were not able to get out of bed or walk. Patient was still currently hospitalized. On (B)(6) 2023, it was reported that the patient had a rough night urinating last night and this morning. The caller states that they were told to call [manufacturer] to make an adjustment to the therapy. Patient services reviewed how to increase and decrease the intensity. Caller was able to increase to a comfortable level. The patient will maintain stimulation level and will continue to track symptoms. They were redirected to doctor if issue persists. On (B)(6) 2023, the patient's wife called back and stated that the patient was not feeling a tingling in the privates when they have to go to the bathroom, but they felt a tingling in the toes. Patient services explained device function and reviewed to decrease the stimulation if it is uncomfortable or painful. The caller reported that they were working with support link, but shortly after the patient was hospitalized and did not have contact with support link. They reported support link will be calling them tomorrow to check in. On (B)(6) 2023, the patient's wife stated that the patient was in the hospital for a few days after their procedure and when they came home, they first set their settings and the patient was feeling the stimulation. Their wife stated the patient didn't have any pain and then the other day they made an adjustment and they were wondering if they needed to have that shocking/jolt feeling all the time. Patient's wife stated that the patient was feeling the stimulation in their toes and they made a call to someone, who told them this was normal.